Event description:
This is filed to report a tissue injury. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Mr could not be reduced. Multiple grasps attempted, but reduction could not be achieved. New flail was also created. Two ntw mitraclips were then implanted successfully, reducing mr to grade 2. There was no clinically significant delay. No additional information available.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause of the reported difficult or delayed positioning (leaflet grasping) could not be determined. The reported tissue injury (leaflet flail) appears to be related to repeated grasping attempts. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.